Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 30 mg/dl, sensor glucose value of 82 mg/dl and the hypoglycemic event was treated with glucose/carb intake and by emergency room visit. The event involved product(s) mmt-242a, mmt-1884, mmt-332a, mmt-7040ma. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for differences in glucose values allegation and the difference between sensor glucose and blood glucose levels was not within acceptable range. No further patient complications were reported. No product return is required for mmt-242a, mmt-1884, mmt-332a, mmt-7040ma.